Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 345 mg/dl. Reportedly, the customer reverted to a backup insulin pump to resume insulin therapy.